Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission noted device exhibited episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were recommended.

Event description:
New information received indicated that the device was reprogrammed to resolve the post-paced t-wave oversensing.